Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with cardiogenic shock underwent impella cp placement via the right femoral artery following a coronary thrombectomy. During the procedure, the placement signal and waveform were not displaying, and a sensor failure was suspected. The patient continued to deteriorate and progressed to asystole. Cardiopulmonary resuscitation was performed without return of circulation, and the family elected to withdraw care.

Event description:
Clinical assessment: 70-year-old male peritoneal dialysis patient with known coronary disease arrived in ER in cardiogenic shock. Patient taken to cath lab, and thrombectomy performed. Physician then decided to place impella cp via the right femoral artery. During the procedure, the placement signal and waveform were not displaying, and sensor failure was suspected. Patient continued to decompensate into asystole. CPR administered without gaining a rhythm and the family decided to withdraw care. Engineering assessment. Device malfunction as well.

Manufacturer narrative:
A4 weight was added as it was omitted from the initial report that was submitted. B2 date of death was added as it was omitted from the initial report that was submitted. B5 added clinical assessment and engineering assessment as they were omitted from the initial report that was submitted. D4 model number should have been left blank on the initial report that was submitted. Revised catalog number as it was reported incorrectly on the initial report that was submitted. E1 added zip code and zip code extension as they were omitted from the initial report that was submitted.